Manufacturer narrative:
Sales agent has attempted to find info on original surgery. Doctors office indicated it may have been 9 years ago. Hosp has no info. Sales rep asked for implants, hospital denied. A supplemental MDR will be submitted if add'l info is received. Until such time, encore considers this the final report.

Event description:
Revision surgery - loose acetabular component.